Event description:
In 2003, the pt was implanted with a vented electric left venticular assist device (lvad). The pt had sent in a letter to the manufacturer. The letter stated that when they had awakened in the morning to go to bathroom, they had become unplugged from the controller at the driveline, and the pump had stopped. The pt then had passed out. The pt's family member was sleeping with them, and heard them fall. They went over to them and plugged the controller back into the driveline. The pt just wanted the manufacturer to know that it is too easy to disconnect yourself from the controller. The pt remains on lvad support while awaiting a heart transplant.